Event description:
The galileo instrument is giving compatible results on xm-igg and xm-is (crossmatch assays) when incompatible results are expected. The customer was performing validation testing at the time of the complaint. This can potentially cause transfusion of incompatible blood.